Event description:
It was reported that the patient had unspecified pain after system implant; all device parameters were normal. It was also reported that the patient's physician decided to reposition the atrial lead later that same day to see if this was the cause of the patient's pain. The atrial lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.